Event description:
Uac (umbilical artery catheter) stopcock found cracked after noting air in the line. This is a disposable line with a crack causing air to get into umbilical line. Air was seen and removed the staff. No air got through the line to the baby. Stopcock changed and cracked one removed. Checked par carts and central stock, did not find any affected lot# 1202974.